Manufacturer narrative:
A follow up was performed with the biomedical engineer, and it was reported that the accept button was replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an accept button that was not responding. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customers' v60 ventilator had an accept button that was not responding. The customer was provided with the part number for a replacement switch printed circuit board assembly (pcba). Device evaluation and repair are pending, and this investigation is ongoing.